Event description:
The customer called and reported he received alarms on the insulin pump indicating an unexpected restart as well as signal being too low. The unexpected restart alarm occurred multiple times, despite the device not having been stored or not in use for an extended period of time. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with an unexpected restart error alarm after battery change due to broken solder joint on interface board and memory was lost, due to unexpected restart anomaly. The device passed self test and no unexpected signal too low error alarm was noted. The device also passed functional testing and no excessive no delivery error alarm was noted. No cosmetic damage noted.